Event description:
It was reported that this right atrial (ra) lead dislodged shortly after implantation, with it presenting lack of capture and low amplitude. The device was revised and remains implanted. No additional adverse patient effects were reported.